Event description:
During a routine breast biopsy, there was a metal artifact noted during the MRI with the introduction of the obturator. The tool was removed, and x-rays were taken of the kits. There was a metal piece noted on the obturator. This is believed to be a manufacturer defect as there is no metal that is supposed to be in any piece of the kit, other than the needle.